Manufacturer narrative:
Zimvie received one (1) xifoss411, (osseotite certain 2 implant 4 x 11.5mm) and one (1) xifoss413, (osseotite certain 2 implant 4 x 13mm) for evaluation. A visual evaluation was performed, there was bone debris on external threads. There was no damage, wear, or signs of malfunction that would contribute to the event. Measurement¿s match drawing. This complaint refers to the xifoss413 implant. DHR review was completed for the subject lot number 2016051067. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2016051067 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation was inadequate treatment planning, or the clinician didn¿t follow recommended protocol for implant placement and final seating. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
Too much vestibular drilling, fracture of the bone wall when placing the implants, so no primary stability. Procedure not completed.

Manufacturer narrative:
Zimvie complaint number # (B)(4).

Event description:
It was reported too much vestibular drilling, fracture of the bone wall when placing the implants, so no primary stability. Procedure not completed.